Event description:
During shift check, the customer stated the fully charged autopulse li-ion battery ((B)(4)) immediately dies when it is inserted into the autopulse platform. The battery level was checked the night before and the status leds of the battery illuminated 4 flashing green lights, indicating it was fully charged. The platform is functioning as intended with a different battery. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.